Event description:
According to the customer, on an unspecified date, during use the "screw dislodged and fell into the patient's wound" and had to be retrieved "with use of suction by the surgeon."

Manufacturer narrative:
According to the customer, on an unspecified date, during use the "screw dislodged and fell into the patient's wound" and had to be retrieved "with use of suction by the surgeon." The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported incident and that the procedure was able to be "completed as planned." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.